Manufacturer narrative:
Additional information was provided. The patient's repeat testosterone result from (B)(6) 2013 was 13.36 nmol/l. A root cause could not be determined for the testosterone issue. There was no patient sample available for investigation. Both test methods for testosterone were above the test reference ranges and indicate a pathological level. Both methods are in clinical agreement.

Event description:
The customer alleged they received questionable testosterone and cortisol results for one patient on their e602 analyzer. The patient's initial results came from aliquots of the patient's sample processed on the customer's modular pre analytics device. The repeat testing was performed from the primary tube. The patient's initial testosterone result was either 14.28 nmol/l or 14.8 nmol/l and it was reported outside the laboratory. Clarification was requested but not provided. The patient's sample was repeated on (B)(6) 2013 and the result was 13.4 nmol/l. The customer also provided a result from (B)(6) 2013 of 4.13 nmol/l, but it was unknown what this result was. Clarification was requested but not provided. The patient's sample was sent to another laboratory for testing by lc- ms/ms and the result was 2.3 nmol/l. On (B)(6) 2013, the patient had a new sample tested for cortisol. The initial cortisol result was 659.3 nmol/l and it was reported outside the laboratory. The patient's sample was sent to another laboratory for testing by (B)(4) and the result was 243 nmol/l. The patient was not adversely affected by this event. The testosterone reagent lot number was 171423. The expiration date was requested but not provided. The cortisol reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
A root cause could not be determined for the discrepant cortisol result. There was no patient sample available for further investigation. It was noted the patient had an increased levels of 5-alpha tetrahydrocortisol, which has a high cross-reactivity with cortisol.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.